Event description:
Patient later reported capsular contracture, baker grade IV and granuloma. Device has been explanted and replaced.

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted, an opening on the device. However, the assessment of the opening cannot be confirmed, as microscopic analysis is not possible.

Event description:
Patient reported, left side device rupture. Capsular contracture, baker grade IV and granuloma. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 17/may/2024.

Event description:
Patient reported left side device rupture, capsular contracture, baker grade IV and granuloma. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication .and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. And capsular contracture, baker grade unknown.

Event description:
Patient reported, left side device rupture. And capsular contracture, baker grade unknown. Diagnosed via MRI. The device remains implanted.